Manufacturer narrative:
Investigation is in process. A follow up report will be provided.

Event description:
The customer reported that on the seventh unit of blood during a red blood cell exchange (rbcx), they received the alarm 'cells detected in plasma line in centrifuge' and noted pink-tinged plasma. No medical intervention was necessary. The exchange set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.10. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process. A follow up report will be provided.

Event description:
The customer reported that on the seventh unit of blood during a red blood cell exchange (rbcx), they received the alarm 'cells detected in plasma line in centrifuge' and noted pink-tinged plasma. No medical intervention was necessary. The exchange set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in b.5, b.6, h.6 and h.10. Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A checkout of the device was completed on (B)(6) 2022. A disposable complaint history search was performed for this lot and found no other report for similar issues on this lot. The run data file (rdf) was analyzed for this event. Review of the relevant dlog does not indicate a conclusive root cause for the 9 occurrences of the alarm cells were detected in plasma line from centrifuge. The first occurrence of this alarm happened at roughly 121 minutes into the procedure and occurred a total of 9 times. In rbcx procedures, the system generates this alarm when the rbc detector signals are greater than 1.5. The alarm may occur for various reasons including air bubble(s) at the rbc detector, the entered patient hct was too low causing cells to exit through the plasma line, a shift in fluid balance that caused the actual patient hct to increase as the procedure progressed, or hemolysis may have occurred. To respond to this alarm, the operator should look through the view port to see the position of the rbc interface. If the interface is too high or there are swirls of platelets in the plasma it is recommended to increase the patient hct by 3 percentage points. If the alarm recurs, increase the hematocrit by 3 percentage points again. The operator may increase the hct this way up to three times for a maximum increase of 9 percentage points. The input patient hct directly controls the pump flow rates which control the position of the interface. Review of the aim images show the cell interface had risen to the middle of the channel connector by roughly 126 min and remained at this height for the rest of the procedure. During rbcx, the cell interface should remain near to bottom of the channel connector throughout the procedure. A higher cell interface in the channel connector indicates cells were building up in the centrifuge. A high cell interface may cause cells to exit through the plasma line and trigger the observed alarm. In rbcx, the aim system monitors the intensity of the light near the top and bottom of the connector to detect any rbc spillover; however, it does not monitor or control the interface position during an rbcx procedure. Since the cell interface did not rise to the top of the channel connector, no interface alarm was raised. The operator did not increase the patient hematocrit in response to this alarm occurrence. Increasing the patient hct may have helped avoid the observed alarm by lowering the cell interface. The dlog showed rbc detector signals steadily rose throughout the procedure between 0.95 to a maximum of 1.51. Since the signals reached the value of 1.5 the cells were detected in plasma line from centrifuge alarm was raised. A higher rbc detector signal generally signifies a darker color at the plasma line which in turn may indicate a greater cell presence. However, this detector signal cannot indicate what kind of cells are present in the plasma line and cannot confirm the occurrence of hemolysis. If hemolysis is suspected, it is important to consider if the patient condition may cause it and perform hemolysis testing to confirm. In this procedure, a higher cell interface towards the end is an indication that cells may have been the cause of the observed alarm. In addition, there was a total of 27 alarms that caused the pumps to pause in addition to 1 time the pause button was touched. The operator continued through most of these alarms in under 3 minutes. After 3 minutes, the system will raise the alarm pumps have been paused for 3 minutes which recommends to the operator to start a saline drip to prevent possible clotting. This alarm occurred 3 times this procedure. Since the pumps remained paused for 10 minutes on two separate occasions, the alarm pumps have been paused for 10 minutes was raised 2 times. This alarm raises when the system or operator has paused the pumps while the centrifuge is on for 10 minutes. This alarm will stop the centrifuge to prevent the risk of cell hemolysis. It is not recommended to leave the pumps paused for an extended period of time since this may cause the blood that is not anticoagulated at the inlet to clump/clot. In addition, a stopped centrifuge will disrupt the cell separation in the centrifuge channel. After the pumps have been paused for 10 minutes it is up to the customer discretion for how much longer the system can remain paused. In this procedure the pumps were paused for 30 minutes before the cells were detected in plasma line from centrifuge alarm occurred. The operator touched the pause button at 11:49. The alarm pumps have been paused for 3 minutes was raised at 11:52 followed by the alarm pumps have been paused for 10 minutes at 11:59. The procedure was not continued until 12:19. A total of 18 inlet pressure was too low alarms occurred during this procedure. All occurrences of this alarm were prior to the 9 occurrences of the cells were detected in plasma line from centrifuge alarm. It is not clear why all the high inlet pressure readings were observed. No clear root cause can be determined for these occurrences. Root cause: a root cause assessment was performed for this complaint. Based on the available information a definitive root cause for hemolysis could not be determined but it is likely due to one or a combination of the possible causes listed below: * patient's underlying disease state. * patient's medication and/or medical treatment. * hemolysis due to inlet needle replaced with smaller diameter or incompletely broken septum resulting in rbcs exposed to pressure drop in the inlet line. * hemolysis due to inlet needle replaced with smaller diameter or incompletely broken septum resulting in rbcs exposed to pressure drop in the inlet line. * hemolysis due to pinched return line resulting in rbcs exposed to pressure drop in return line. * hemolysis due to pinched inlet line resulting in rbcs exposed to pressure drop in inlet line. The residual total risk is determined to be low. * hemolysis due to an occlusion in the tubing resulting in rbcs exposed to a pressure drop.

Event description:
The customer reported that on the seventh unit of blood during a red blood cell exchange (rbcx), they received the alarm 'cells detected in plasma line in centrifuge' and noted pink-tinged plasma. The hemolysis was observed during the 7th unit of blood. A medical professional was unable to confirm that the hemolysis was due to disease state, other treatment or medication. Hemolysis testing was not performed. No medical intervention was necessary. The exchange set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A checkout of the device was completed on 20 december 2022. A disposable complaint history search was performed for this lot and found no other report for similar issues on this lot. Investigation is in process. A follow up report will be provided.

Event description:
The customer reported that on the seventh unit of blood during a red blood cell exchange (rbcx), they received the alarm 'cells detected in plasma line in centrifuge' and noted pink-tinged plasma. No medical intervention was necessary. The exchange set is not available for return because it was discarded by the customer.